Manufacturer narrative:
H10: bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint on the v60, indicating that while bench was performing maintenance, it was observed that when passing the electrical test, the power cable exceeds the allowed values of resistance. The power cord must be replaced. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).